Manufacturer narrative:
G4: 12nov2020. B4: 16nov2020. The field service engineer (fse) confirmed the failure during servicing. The fse replaced the front bezel and the issue was resolved. The complaint has been determined to be not reportable as the issue was discovered during servicing of the ventilator and does not pose a risk of serious injury or death. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A defective nav ring was reported. There was no patient involvement.